Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support resolved the issue by determining that the pump needed replacement, which was confirmed to be within warranty. The customer was instructed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address for the replacement and instructed the customer on the return process for the faulty pump.